Event description:
During exploratory surgery, erosion of the long process of the incus was observed.

Manufacturer narrative:
The device has been explanted and has been returned to ototronix to be evaluated. When available, the completed analysis will be submitted as a follow-up report.